Event description:
We received a report that during the implantation of an intraocular lens (iol) that the patient's ocular anatomy caused the haptics to adhere to themselves. In follow up with the surgeon we learned that the haptic stuck to the optic. In trying to remove the lens the a tear in the posterior capsule occured but no vitrectomy was required. Post-operative the patient's cornea appeared hazy but seems to be resolving. It was unknown which eye was affected.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed a large cut in the lens optic. Also surface residuals were observed adhered to the optic body compatible with handling the lens out of sterile environment. No cosmetic conditions related with manufacturing process were identified for a sample returned. The lens condition is consistent with a lens that has been explanted. Device manufacturing record was reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.